Event description:
A journal article was reviewed that contained information regarding this lead. Information was obtained through follow up indicated that the patient received inappropriate therapy and/or the lead showed oversensing. Additional information was received that the patient had expired. There is no known cause of death and no information on the death or the circumstances.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: response to the center for medicare & medicaid services coverage with evidence development request for primary prevention implantable cardioverter-defibrillators: data from the omni study. Heart rhythm. July 1 2012;9(7):1058-1066.